Event description:
Allegedly, as per a notice of rep and statutory request for insurance info we learned that while assisting in a surgical procedure at (B)(6), a nurse sustained serious injury when she struck her right temple on the corner of a storz monitor which was attached to a boom extending from the ceiling.

Manufacturer narrative:
The model and serial numbers of the monitor were not provided. The provided description that the monitor was attached to a boom extending from the ceiling in the operating room appears to be a standard set up in any integrated operating room, and there was no mention of a malfunction of a mfg or design issue of a product.